Manufacturer narrative:
This is an estimated date as a date of occurrence was not provided by the customer. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use; device discarded.

Event description:
The consumer reported a false negative via social media with the binaxnow covid-19 antigen self-test performed on an unknown date on or before (B)(6) 2022 on an unknown swab type. The consumer performed two tests with the binaxnow, twelve hours apart, the first of which generated an invalid result, and the second test generated a negative result. The consumer reported having a saliva test performed (platform and brand name unknown) on an unknown date which generated a positive result. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported a false negative via social media with the binaxnow covid-19 antigen self-test performed on an unknown date on or before (B)(6) 2022 on an unknown swab type. The consumer performed two (2) tests with the binaxnow, twelve (12) hours apart, the first of which generated an invalid result, and the second test generated a negative result. The consumer reported having a ¿saliva¿ test performed (platform and brand name unknown) on an unknown date which generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: this is an estimated date as a date of occurrence was not provided by the customer. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use; device discarded.